Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it¿s possible the cause of the faulty patient board set is related to the subject device being manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed or a connection failure with the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed. Device evaluation found that the reported issue was due to a faulty patient board set. Additionally, device evaluation found a worn-out video connector latch which caused a poor connection with the pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image. The issue was found during preparation for use and the bronchoscopy procedure was completed, with minimal delay, and with a similar device. There were no reports of patient harm.